Event description:
It was reported that the patient had two unspecified promus stents implanted in the mid left anterior descending artery (lad) in (B)(6) 2008. On (B)(6) 2010, due to exacerbation of angina, the patient had another promus stent implanted in the proximal to mid lad. On (B)(6) 2012, the patient experienced angina. A 3.0 x 38 mm non-abbott stent was implanted in the proximal to mid lad, as restenosis was noted. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus stents referenced are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.